Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high out of range pace lead impedance measurement greater than 2,000 ohms along with loss of capture (loc) that resulted to asystole less than 2 seconds. An invasive procedure was performed in which the rv lead was surgically abandoned and successfully replaced. Additional information indicated that the cause of the observation was not determined and the lead was not tested through a pacing system analyzer (psa). The lead to device header connection was also examined and no issues were found. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.